Manufacturer narrative:
Date of this report: updated and corrected from 10/22/2017 to 09/18/2017. Device evaluated by MFR.: promus element mr ous 4.00 x 24mm stent delivery system was returned for analysis. The device was returned with a non boston scientific stent protector loaded over the distal end of the stent. The stent protector was removed from distal end of tip using a blade as it was too tight to remove. The stent protector ID was measured and this is not the required stent protector specification. A visual examination of the stent identified proximal stent damage. Strut segment 1-3 from the proximal end of the stent were damaged and bunched in a distal direction. Some of the central struts were crushed. The first distal strut segment was pushed in a proximal direction. The bumper tip of the device was examined and slight damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the broken stent strut was not dislodged/detached from the balloon. The patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture and stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 80-90% stenosed, de novo, with a >45 and<90, degree bend target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 4.00x24mm promus element ¿ drug eluting stent was advanced but failed to cross. It was also noticed that the stent was fractured and was separated from the balloon. The procedure was completed with a different device. No patient complications were reported.